Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer would not close as it was jammed and pieces had fallen out. User also mentioned a burning smell had come out from the machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height rails had failed, causing the drawer to jam and preventing proper closing. The field service engineer (fse) had replaced the drawer using a spare unit and restored proper function. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer would not close as it was jammed and pieces had fallen out. User also mentioned a burning smell had come out from the machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.